Manufacturer narrative:
The actual device and a photograph were received for evaluation. A visual inspection of the photograph and actual sample noted a disconnection between the tube and drip chamber. During further visual inspection of the actual sample, it was noted that the tubing was under-inserted inside the pip of the chamber and minimal traces of solvent were present on the tube the reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink solution administration set, it was observed that there was a disconnection between the tube and drip chamber. This issue was initially discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.